Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to call back when she is home to reset the pump and change the cartridge. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction did not reappear. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.